Event description:
As reported, when connecting the three-way tube with two 5x15 palmaz blue on aviator plus balloon expandable stent bases, the pressure pump was connected to the three-way tube for pressurization. It was found that the pressure could not be continuously increased, and the balloon base cracked and leaked. The third stent of the same model was used with smooth release. The patient was not harmed. The procedure was an internal carotid arterioplasty + vertebral arterioplasty. The products were stored properly according to the instructions for use (IFU). There was no difficulty removing the products from the hoop. There was no difficulty removing the protective balloon covers. There was no difficulty removing the stylets or any of the sterile packaging components. There was no abnormality to either device before use. No kinks or other damages were noted prior to inserting the product into the patient. The devices were prepped normally, maintaining negative pressure. The devices were used in the patient. The intended procedure/target lesion was stenosis of the beginning of the right vertebral artery. The lesion was not calcified. The vessel tortuosity was mild. The percentage of stenosis was approximately 80%. The devices were not used for a chronic total occlusion (cto). The indeflator was not torqued against resistance when attaching to the balloon catheters. Non-cordis pressure pumps were used for inflation. The same indeflator was used successfully with other devices. The catheters were never in an acute bend. The balloon catheters did not kink while being used. The devices will be returned for evaluation.

Manufacturer narrative:
As reported, when connecting the three-way tube with two 5x15 palmaz blue on aviator plus balloon expandable stent bases, the pressure pump was connected to the three-way tube for pressurization. It was found that the pressure could not be continuously increased, and the balloon base cracked and leaked. The third stent of the same model was used with smooth release. The patient was not harmed. The procedure was an internal carotid arterioplasty + vertebral arterioplasty. The products were stored properly according to the instructions for use (IFU). There was no difficulty removing the products from the hoop. There was no difficulty removing the protective balloon covers. There was no difficulty removing the stylets or any of the sterile packaging components. There was no abnormality to either device before use. No kinks or other damages were noted prior to inserting the product into the patient. The devices were prepped normally, maintaining negative pressure. The devices were used in the patient. The intended procedure/target lesion was stenosis of the beginning of the right vertebral artery. The lesion was not calcified. The vessel tortuosity was mild. The percentage of stenosis was approximately 80%. The devices were not used for a chronic total occlusion (cto). The indeflator was not torqued against resistance when attaching to the balloon catheters. Non-cordis pressure pumps were used for inflation. The same indeflator was used successfully with other devices. The catheters were never in an acute bend. The balloon catheters did not kink while being used. The device was returned for evaluation. A non-sterile ¿blue/aviatorplus 5x15/142p pkg¿ was received for analysis inside of a clear plastic bag. The device was unpacked and inspected, with a focus on the luer hub. No damage was observed. The balloon was not inflated, and the stent was properly mounted in its manufacturing condition, showing no damage or anomalies. No other notable details were observed. The luer hub was inspected using a vision system, which revealed a crack that was not visible without magnification. The cracked area exhibited evidence of fatigue striations, which are commonly associated with damage caused by material tensile overload. Therefore, it is assumed that the hub material was subjected to a tensile force that exceeded its yield strength, leading to the crack. During analysis of the returned devices, a ¿luer hub cracked¿ condition was observed during magnification with a vision system. However, the exact causes of the reported events cannot be conclusively determined. Microscopic analysis revealed fatigue striations on the hubs of the units. The hub material was likely induced to tensile forces that exceeded the hubs material yield strength. Handling of the product and procedural factors likely contributed to the event reported as overtightening has been known to cause cracks in luer hubs. The cordis palmaz® blue® .014" peripheral stent system is indicated in enabling treatment of patients with stenotic lesions in the renal arteries. Using the product outside of its indicated use may involve additional risks not described in the labeling. Furthermore, the safety and effectiveness of this device have not been demonstrated for use in the vertebral artery. According to the instructions for use, which are not intended to mitigate risk, ¿prior to use, the product should be examined to verify functionality and integrity. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. Consider the use of systemic heparinization by flushing the device with sterile heparinized saline or similar isotonic solution. Prior to any injection of contrast media or other fluid, ensure air is removed from the access catheter and hemostasis device. Preparation of stent system: a. Remove the inner package from the box. B. Open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. C. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. D. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. E. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. F. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen.¿ the information available, nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, when connecting the three-way tube with two 5x15 palmaz blue on aviator plus balloon expandable stent bases, the pressure pump was connected to the three-way tube for pressurization. It was found that the pressure could not be continuously increased, and the balloon base cracked and leaked. The third stent of the same model was used with smooth release. The patient was not harmed. The procedure was an internal carotid arterioplasty + vertebral arterioplasty. The products were stored properly according to the instructions for use (IFU). There was no difficulty removing the products from the hoop. There was no difficulty removing the protective balloon covers. There was no difficulty removing the stylets or any of the sterile packaging components. There was no abnormality to either device before use. No kinks or other damages were noted prior to inserting the product into the patient. The devices were prepped normally, maintaining negative pressure. The devices were used in the patient. The intended procedure/target lesion was stenosis of the beginning of the right vertebral artery. The lesion was not calcified. The vessel tortuosity was mild. The percentage of stenosis was approximately 80%. The devices were not used for a chronic total occlusion(cto). The indeflator was not torqued against resistance when attaching to the balloon catheters. Non-cordis pressure pumps were used for inflation. The same indeflator was used successfully with other devices. The catheters were never in an acute bend. The balloon catheters did not kink while being used. The devices will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.